Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is device available for return.

Manufacturer narrative:
H5 and h8 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the issue was not determined without sufficient clinical information. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted to correct (b1 and b2) captured under the initial report. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category. Corrected information was provided in e1 and g4. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
D4. Serial corrected. D9. Date device returned to manufacturer added.

Event description:
A 24-year-old male undergoing support for acute myocardial infarction and cardiogenic shock had an impella device inserted via the right femoral artery. Although the introducer was flushed prior to insertion and the patient¿s act was maintained above 250 seconds, the pump did not function properly and exhibited low pump flow. Troubleshooting included confirming adequate anticoagulation and administering additional blood volume; however, the low-flow condition did not resolve. The initial impella pump experienced unresolved low pump flow despite appropriate anticoagulation, flushing, and blood volume administration, necessitating device removal and replacement. No contributing anatomical or procedural issues were identified, and the replacement pump functioned normally. Product return is expected for further evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.